Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert on their device. The patient was using a steel 6 mm contact/detach infusion set. The patient was instructed to disconnect from the infusion site and manually inspect the length of the tubing to check for kinks, air bubbles, or blockages. During this inspection, the patient identified an obstruction in the tubing that could not be cleared by performing a fill tubing process. The patient described the obstruction as a small white object approximately the size of the tubing. Based on these findings, it was recommended that the patient change all supplies. The patient was guided step by step through preparing a new infusion set and cartridge. The patient removed the existing infusion set, performed a rewind, removed and discarded the old cartridge, infusion set, and connector, and then installed the new cartridge, connector, tubing, and infusion set. The patient completed the fill tubing and fill cannula steps and confirmed that insulin therapy had been successfully resumed. The patient was advised to monitor blood glucose levels over the next one to two hours and to remain alert for any additional device alerts. At the time of the call, the patient reported that blood glucose levels were within range and had not been affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.